Manufacturer narrative:
Pump performed within specifications. Cylinders had a wear leak.

Event description:
Add'l info received indicates the pump and cylinders were removed from the pt and a complete ipp device implanted on 11/4/97 due to leak. The reservoir was not returned, possible left in place.